Manufacturer narrative:
Follow-up #1 date of submission 01/25/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed a related alarm. The pump successfully completed a prime sequence without issue or alarm. No damage was observed to the battery compartment. The pump¿s power draws were found to be within specification. Moisture was observed on the pump¿s transceiver board. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. In addition, it was reported that replace battery alarms appeared in the history without having been preceded by low battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.